Event description:
On an unknown date, a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, it was reported that there was an odor coming from peg site. The site was clean, dry, with no swelling or pain. On (B)(6) 2022, there was no odor and the patient was on an unknown oral antibiotic. On (B)(6) 2022, the peg and j tubes were blocked and replacement was planned. On (B)(6) 2022, the peg and j tubes were replaced. No complications reported during the procedure.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.